Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s sister reported that the user experienced persistent high blood glucose (bg) levels on (B)(6) 2025. The following morning, the user discovered that no cartridge had been loaded into the pump, causing the hyperglycemia. Engineering logs confirmed an incomplete supply change where the ¿incomplete cartridge load¿ alerts were acknowledged but not resolved. The agent explained that the ilet relies on user confirmation during setup to register cartridge installation. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after completing a full supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.